Event description:
It was reported that the load fill tubing step took approximately 2 units of insulin to complete. Customer's blood glucose was 221mg/dl. Customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.